Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023 where the leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated

Event description:
Related manufacturer reference number: 3006705815-2023-06911. It was reported that the patients leads had migrated. Surgical intervention may be undertaken at a later date to address the issue.